Event description:
The customer reported to olympus that yellow fluid that keeps leaking from the evis exera iii gastrointestinal videoscope channel. Per the customer the device had no issues during reprocessing. The intended diagnostic procedure had no abnormalities with the scope during the case. However, it is unknown what the yellow fluid was that came out, but the scope was rewashed to see if a step was missed and as it dried it continued to leak the yellow fluid. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the labeling had a cut, the image on the device had (2) red, green, blue (edge of image only), advanced diagnostics (ad) with the borescope found the forceps passage had scratches and peeling, had low angulation, the control knob had chemical damage/discolor, the control knob movement was heavy, the distal end plastic cover had dents/scratches, the objective lens had scratches, the bending section cover had cracked, the control body had missing red ring on suction cylinder, the light guide tube had minor scratches, the scope connector had minor dent/scratches, and the insertion tube had chemical damage, discolored, snakiness, scratches. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Is it likely that due to physical damage to the device, the foreign matter (yellow liquid) was not removed even after proper reprocessing. The foreign material was unable to be identified. No problems occurred during reprocessing of the device by the user. The user reported that the yellow liquid came out even after re-cleaning and drying the device. It was confirmed that there was physical damage to the forceps channel. Olympus will continue to monitor field performance for this device.